Event description:
Part of the drape detached at the fenestration after the start of a procedure.

Manufacturer narrative:
After the start of an acl procedure, the krayton at the fenestration separated from the drape. The patient was given one dose of an IV antibiotic as a prophylactic measure. Another drape was obtained and the procedure continued without further incident. No serious injury resulted. No other details were provided. The actual sample was not returned for evaluation. An unused drape was returned and no issue was identified. In the absence of a sample, a root cause has not been confirmed.